Manufacturer narrative:
The reported events of oversensing noise, inadequate capture, and high pacing lead impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damaging the optim sheath and lead insulation at the middle region of the lead. X-ray examination found all five filars of the inner coil fractured due to clavicle crush forces. The reported events were due to the inner coil fractured at the clavicle crush region

Event description:
It was reported that noise resulting in oversensing, inadequate capture, and high pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.